Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert before caller contacted support. There was no adverse impact to the customer¿s blood glucose level. Customer changed charging supplies, after which pump began charging normally and did not shut down or lose ability to turn on, and no further assistance was required.